Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected, capsular contracture, seroma-late, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade grade iii-IV), seroma-late, rupture, alcl-suspected, and drainage device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -the unit is not rupture -no issues found related with the manufacturing process

Event description:
Patient reported left side produced a liquid, "like fluid and bubbles", capsular contracture (grade iii-IV), seromas, started to feel discomfort, "plasma was coming out above and below the implant", "lymphoma and fluid that was running to the armpit", rupture, asymmetry, "synovial metaplasia", "mild chronic inflammation", just found out that these implants are just causing this problems, which can lead to breast cancer, pain, "retrosternal pain, cervical and lumbar pain, with irradiation of predominance of the left side, breast asymmetry, pain to palpation that increases with hormonal changes", patient felt bad and upset. Bia alcl markers not provided. Patient was prescribed kitocell without improvement. The device was explanted.